Event description:
Additional information received reported the patient experienced "acute respiratory distress, altered mental status, hypoxic, respiratory failure, metabolic encephalopathy, aspiration/community pneumonia." The hospital staff reduced the patient's dose during his stay and slowly brought his dose back up after his condition improved. It was noted the patient was back to his usual self and was back at home.

Manufacturer narrative:
Catheter model#8731 serial# (B)(4) implanted: (B)(6) 2003 explanted: unk. Personal therapy manager model# serial# (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced hypotension, was unconscious and intubated. The patient was in ICU and nurse was inquiring about stopping the pump. The caller had no other details about the patient or the pump. The pump was delivering morphine. Additional information has been requested, but was not available at the time of this report.